Manufacturer narrative:
Medwatch sent to FDA on 12/23/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of "dents at the injection sites that started to go concave with buckling lines" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: precautions: "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies." Adverse events: "the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising."

Event description:
Patient reported they were injected by a "nurse injector" with "restylane or some other dermal filler around the mouth/along the sides of the mouth in the muscle of the corner of the lips" in dents that the patient already had prior to the injection. Patient reported the dents at the injection sites "started to go concave with buckling lines." The patient saw a plastic surgeon 3 times and was treated with hyaluronidase each time. The symptoms have not resolved.